Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2016. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported leak and air embolism. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that during an unknown procedure, the physician thought that air was introduced into an unspecified guide catheter via a copilot. The site could not recall the specific procedure or the specific patient involved. No further details were provided. There was no reported clinically significant delay in the procedure. No additional information was provided.